Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
The reported event of failure to interrogate via bluetooth telemetry was confirmed. Final analysis found the cause was consistent with able circuitry anomaly. No other anomalies were found.

Event description:
It was reported that during device preparation, the implantable cardioverter defibrillator failed to be interrogated using bluetooth telemetry. The device was not used. There was no patient involvement.